Event description:
It was reported by the customer's mother that the customer had a bent cannula. Customer was receiving a lot of sensor errors on the pump. Customer's blood glucose level was less than 500 mg/dl. Customer had to remove the sensor and replace it. Customer's mother stated that the needle was completely crunched up. Customer's mother stated that sometimes the bent cannula occurs at the end of wearing the sensor. Customer's mother stated that they only used it for 12 hours. Customer's mother was advised that enlite sensors are only approved for ages 16 and up. Customer's mother understands. No further assistance needed.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.